Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the abdomen on (B)(6) 2025. O (B)(6) 2025, the patient was hospitalized due to diabetic ketoacidosis with a bg of 400 mg/dl. The patient was not receiving cgm readings because the cgm was displaying a signal loss. The patient declined to provide further event details. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.